Event description:
It was reported that the patient had been diagnosed with peripheral neuropathy and wanted to know if the bladder stimulator could cause it. The patient was having quite a few problems and wasn¿t sure if it was related to the stimulator or not. The patient was having sensations up and down their spine and was seeing an urologist and a neurologist. The implantable neurostimulator (ins) stimulation was off, but they weren¿t sure if it was down to 0.0v. The patient¿s family member wasn¿t sure if the patient¿s current urologist was trained in bladder stimulation therapy. The urologist had never seen a wire put as deep as the one the patient had now and was debating on removing the device. The patient had a shocking or jolting sensation but stimulation wasn¿t on. It mostly went from the groin and hip area and also went up to the neck and head of the patient. The issue had been going on a year probably. The manufacturer representative was present at the patient¿s appointment but the patient¿s family member did not make them aware of the event during the appointment. They called 2 manufacturer representatives or 1 of them but couldn¿t remember who or when. The patient¿s family member tried to call the manufacturer representatives and couldn¿t remember if they spoke to both on how to turn on the stimulator and how to turn off the stimulator. The last time the patient¿s family member left messages about the sensations the patient was having. The patient¿s family member was there with the patient in (B)(6) through (B)(6) 2014 and went back in may for a couple of weeks. The patient would be seeing a health care provider on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va03y4u, implanted: (B)(6) 2013, product type lead; product ID 3093-28, lot # va03y4u, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient&#38112;implantable neurostimulator (ins) and lead were removed on 2015 (B)(6) and there was nothing wrong with the devices. The devices were given to the manufacturer representative. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.